Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cuff was noted to not be holding a seal, thus patient unable to achieve adequate tidal volume on the vent. When cuff was removed and checked, it was noted to be blown. Each time the leak was observed at the top of the cuff. The trach was reinserted and the patient recovered quickly without long term impact.